Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The closure device was successfully deployed in the laa of the patient. The patient developed a small pericardial effusion immediately after the device was deployed. The procedure was completed and the closure device was successfully implanted. The patient remained stable without requiring intervention and was discharged home.